Manufacturer narrative:
An investigation was performed following a notification from a customer in croatia regarding a software issue with arrow - vidas 3 computer hp rp5810 (ref. 421251, serial number (B)(6)). The error was error 3502xsft appearing at the end of a run while a valid calibration for the assay was available. To solve the issue at the time of troubleshooting the incident, the customer restarted the computer and did the calibration again. Investigation results: biomérieux received data backup of systems showing the issue. The support team analyzed the data and the following was found: ¿ the issue was confirmed by analysis of the data backup provided. ¿ when the anomaly occurs, no results are delivered at the end of the run. It is necessary to reboot the computer and run again the assay in order to solve the issue. ¿ the investigation confirmed that this anomaly is related to the cache memory management of the software versions 1.4.0 and 1.4.1. The issue could only be encountered when the user performs calibration or runs with more than 11 different assays or lot numbers without any reboot of pc. There is also a random factor to take into account, which is when the memory of the application becomes full. This can vary between each user depending on the quantity and frequency of testing being performed. ¿ this anomaly can only occur with vidas® 3 instruments that have software version 1.4.0 or 1.4.1. The next software version 1.4.2 will correct the issue. Its release was already planned for mid-2023 to be implemented at customer level by a biomérieux field service engineer. The good practice of weekly restart of the pc reduces the probability that this anomaly occurs prior to software version update. Conclusion: the anomaly was confirmed on a data backup. The anomaly is linked to the management of the software memory on software v1.4.0 and 1.4.1 that can, under specific circumstances, lead to the observed issue. Biomérieux assessed the risk associated with this issue and determined that the overall risk is irrelevant. Update of software version to vidas software 1.4.2 allows to solve the issue. Biomérieux recommends to restart the computer every week to reduce the probability of occurrence of the issue.

Event description:
Intended use: the vidas® 3 system is a complete standalone immunodiagnostic system intended for trained and qualified laboratory technicians (daily routine use) and laboratory administrators (application configuration). Issue description: on 10-oct-2023, a customer in croatia notified biomérieux that they observed a software issue with arrow - vidas 3 computer hp rp5810 (ref. (B)(4), serial number (B)(6)). On 02-oct-2023, the customer performed a calibration of vidas hiv duo quick (ref. (B)(4) lot 1009961080 and it was valid. The next day, he ran hiv testing with the reagent and everything was in order. However, on 04 and 05-oct-2023, the customer ran hiv testing again but this time the results were invalid, and a message was displayed in the calibration section ¿¿no associated calibration¿ even though the calibration was still valid for another 12 days. When this software issue occurs, no results are delivered at the end of the run. It is necessary to reboot the computer and run again the assay in order to solve the issue. As a consequence, there were delayed patient results lasting approximately 2 hours with vidas hiv duo quick. The customer does not run other tests. There was no indication that any patient harm occurred as a consequence of this issue. A biomérieux internal investigation was initiated.